Event description:
It was reported that the pacemaker implanted in 2015, and the battery was only showing one year remaining. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had increased and there had been a large drop in longevity. The device was explanted and replaced, and planned to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report was sent with analysis details.